Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that after reboot issue got fixed. The customer was able to login now without any issues. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance, and an error message indicated that device access using a password required a witness. This issue affected all users. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.